Event description:
Devilbiss healthcare was notified through claims of a complaint involving a powered wheelchair. The end user's attorney stated that the "footrest became loose and [the end user] suffered a cut on his toe from the screw which led to an infection and subsequently that toe had to be amputated." There were no additional details as to what type of medical treatment was sought within the initial complaint. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.